Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump's display went blank without a battery warning. The customer had tried a new battery and the display remained blank. Blood glucose at the time of the incident is unknown. The insulin pump was not dropped or exposed to moisture and no damage or corrosion was found in the battery compartment or cap. They mentioned that some parts inside the battery compartment were shinier than others. Troubleshooting was not completed as the customer did not have another new battery. It was advised to revert to a back-up plan until receiving a battery cap replacement. The insulin pump will not be returned for analysis.